Event description:
It was reported that during the implant procedure, the helix did not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual insepction, blood/body fluid was found on the distal conductor (not obstructed). Upon visual insepction, blood was found in/on the helix/lobe mechanism (sleeve head).